Event description:
Provider was tunneling a powerline central venous catheter, when it was discovered that there was no cuff on the device- it would not have stayed in position. Device removed and another inserted.